Event description:
Consumer extracted foreign object from vagina they believe was part of a tampon. They stated they were having no medical problems. During a 2003 checkup no apparent signs of infection were found. In 7/2003 co was informed that consumer had a high benign cellular count. Their physician concluded they had an infection of some kind. Their physician requested a 6 month check.